Event description:
A customer reported that the equipment displayed a sys message and locked during a vitrectomy procedure. The procedure was canceled after the pt rec'd retrobulbar anesthesia. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys. The pressure vacuum manifold was replaced preventive maintenance was performed. The sys was then tested and met all product specifications. Threw was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).